Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable device implant, the application crashed "a couple of times." It was necessary to force c lose the application, restart, and then push through 2-3 "continue" screens to get the analyzer to an operable screen. There were no issues during the case/lead analysis after getting to a stable analyzer screen. No patient complications have been reported as a result of this event. The mobile programmer application remains in use.